Event description:
It was reported that the ventilator failed monitor pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. No goods have been returned for technical investigation. The date of manufacture and the confirmed failure in the received device logs can however confirm the reported issue. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).